Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that insulin squirted out during manual prime. No numbers appeared on the screen and no beeps were heard. The customer's blood glucose level was 127 mg/dl. The customer was sent a replacement. No further details were provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk and unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to a33 alarm. No unexpected number appeared on screen anomalies noted. The insulin pump had normal operating current and passed self test, off no power test and the displacement test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.